Event description:
It was reported that the patient experienced an impeded shock from the right ventricular lead. No further information was available.

Event description:
New information available on (B)(6) 2018 states that, the right ventricular lead had externalized conductors. The impedance was also noted to be low. There was an alert of "possible high voltage lead issue" in october. Lead revision was discussed. No further information was available.

Manufacturer narrative:
Correction/removal reporting #: z-0457-2012.

Event description:
New information available on 3/9/2018 states that the patient presented in clinic. It was noted that there was an over current detection. The device also delivered an error message stating that the shock was aborted during dft, indicating lead issue. The patient was stable and asymptomatic.

Event description:
New information available on (B)(6) 2018 states that the lead was explanted and replaced. Externalization was confirmed with fluoroscopy. High voltage lead impedance was also noted to be low. No patient symptoms were reported.